Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the following facts found out from the investigation, the reported phenomenon of ¿image of 180 series scope is not displayed,¿ occurred due to faulty board. The board issue was likely due to a design issue. It has since been corrected to prevent reoccurrence. Olympus will continue to monitor field performance for this device. Note: d9 & h3 were inadvertently selected.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present upon connecting an olympus, model series 180 scope to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.